Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was removed from service during the elective procedure to replace the associated implantable device. The lead was surgically abandoned as it exhibited pacing impedance measurements greater than 3000 ohms. No additional adverse pat ent effects were reported.